Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before use on patient, the scrub nurse could not connect the keeled punch to the impaction handle fully. It was sitting proud and was not stable on the handle.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. A complaint database search against product code (B)(4) found additional reports of assembly problems. The previous events were investigated and when confirmed the root cause was attributed to product wear out. There were some previous investigations that were unable to confirm the reported assembly problems. The investigation could not draw any conclusions about the current reported assembly problem without thedevice to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.